Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2017 with the following findings: during investigation, there were no power issues observed in the black box download history. The battery compartment was found to be cracked. The battery cap was found to be stripped. The battery cap was unable to maintain an electrical connection. The power loss and reboots were duplicated. A test cap was used for testing purposes. The pump powered on normally with no alarms. The pump was exercised for 24 hours with a test cap with no further power issues occurring.